Event description:
The customer reported on (B)(6) 2014 she activated a new pod before going to bed and the next morning ((B)(6)) her blood glucose and insulin history is as follows: time: 6:11 am; bg (mg/dl): 433. Time: 6:12 am; bolus (u): 4.45. Time: 7:18 am; bg (mg/dl): "high" (>500). At 9:22 am the pod was deactivated and she had not eaten anything yet. She noticed the pod site was wet and the adhesive was full of moisture so it came right off. She stated it is possible the cannula is longer inserted into the infusion site. At 7:26 am she was able to activate a new pod and at 3:00 pm her bg result was 163 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.